Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of evaluation, or if additional information becomes available.

Event description:
It was reported that there was noise on both channels of this implantable cardioverter defibrillator (ICD) which was oversensed, leading to inappropriate antitachycardia pacing (atp) and shocks. It was suspected but not confirmed that the noise may have been due to interaction between the two leads. Subsequently, a revision procedure was performed. This ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.